Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain], bloating [bloating] , abdominal heaviness [abdominal discomfort], constipation [constipation], allergic reactions [allergic reaction] , a burning sensation [burning sensation] , itching [itching] , dizziness [dizziness] , fatigue [fatigue] , nausea [nausea] , menstrual migraines [menstrual migraine], haemorrhagic menstrual periods [bleeding menstrual heavy] , bleeding between menstrual periods [spotting between menses] , iron deficiency due to blood loss [iron deficiency] , pelvic pain [pelvic pain female] , poor blood circulation [disorder circulatory system], chilblains [chilblains] , (both achilles tendons, left elbow [achilles tendonitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. D31450) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), abdominal distension ("bloating"), abdominal discomfort ("abdominal heaviness"), constipation ("constipation"), hypersensitivity ("allergic reactions"), burning sensation ("a burning sensation"), pruritus ("itching"), dizziness ("dizziness"), fatigue ("fatigue"), nausea ("nausea"), migraine ("menstrual migraines"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), intermenstrual bleeding ("bleeding between menstrual periods"), iron deficiency ("iron deficiency due to blood loss"), pelvic pain ("pelvic pain"), cardiovascular disorder ("poor blood circulation"), chillblains ("chilblains") and tendonitis ("(both achilles tendons, left elbow"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, abdominal distension, abdominal discomfort, constipation, hypersensitivity, burning sensation, pruritus, dizziness, fatigue, nausea, migraine, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, pelvic pain, cardiovascular disorder, chillblains or tendonitis. The reporter commented: period of occurrence: over a number of years patient¿s current status: increase in symptoms since (B)(6) 2023, and significant worsening since (B)(6) 2024, especially of gastrointestinal problems, allergic reactions, joint pain and tendinitis. This results in major fatigue. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , bloating [bloating] , abdominal heaviness [abdominal discomfort] , constipation [constipation] , allergic reactions [allergic reaction] , a burning sensation [burning sensation] , itching [itching] , dizziness [dizziness], fatigue [fatigue] , nausea [nausea] , menstrual migraines [menstrual migraine] , haemorrhagic menstrual periods [bleeding menstrual heavy] , bleeding between menstrual periods [spotting between menses] , iron deficiency due to blood loss [iron deficiency] , pelvic pain [pelvic pain female] , poor blood circulation [disorder circulatory system] , chilblains [chilblains] , (both achilles tendons, left elbow [achilles tendonitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jul-2025. The most recent information was received on 17-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. D31450) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), abdominal distension ("bloating"), abdominal discomfort ("abdominal heaviness"), constipation ("constipation"), hypersensitivity ("allergic reactions"), burning sensation ("a burning sensation"), pruritus ("itching"), dizziness ("dizziness"), fatigue ("fatigue"), nausea ("nausea"), migraine ("menstrual migraines"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), intermenstrual bleeding ("bleeding between menstrual periods"), iron deficiency ("iron deficiency due to blood loss"), pelvic pain ("pelvic pain"), cardiovascular disorder ("poor blood circulation"), chillblains ("chilblains") and tendonitis ("(both achilles tendons, left elbow"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, abdominal distension, abdominal discomfort, constipation, hypersensitivity, burning sensation, pruritus, dizziness, fatigue, nausea, migraine, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, pelvic pain, cardiovascular disorder, chillblains or tendonitis. The reporter commented: period of occurrence: over a number of years patient¿s current status: increase in symptoms since (B)(6) 2023, and significant worsening since (B)(6) 2024, especially of gastrointestinal problems, allergic reactions, joint pain and tendinitis. This results in major fatigue. Batch no: d31450; manufacture date: 28-nov-2014; expiration date: 28-nov-2017. UDI: (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , bloating [bloating] , abdominal heaviness [abdominal discomfort] , constipation [constipation] , allergic reactions [allergic reaction] , a burning sensation [burning sensation] , itching [itching] , dizziness [dizziness] , fatigue [fatigue] , nausea [nausea] , menstrual migraines [menstrual migraine] , haemorrhagic menstrual periods [bleeding menstrual heavy] , bleeding between menstrual periods [spotting between menses] , iron deficiency due to blood loss [iron deficiency] , pelvic pain [pelvic pain female] , poor blood circulation [disorder circulatory system] , chilblains [chilblains] , (both achilles tendons, left elbow [achilles tendonitis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jul-2025. The most recent information was received on 31-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. D31450) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion medically important), abdominal distension ("bloating"), abdominal discomfort ("abdominal heaviness"), constipation ("constipation"), hypersensitivity ("allergic reactions"), burning sensation ("a burning sensation"), pruritus ("itching"), dizziness ("dizziness"), fatigue ("fatigue"), nausea ("nausea"), migraine ("menstrual migraines"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), intermenstrual bleeding ("bleeding between menstrual periods"), iron deficiency ("iron deficiency due to blood loss"), pelvic pain ("pelvic pain"), cardiovascular disorder ("poor blood circulation"), chillblains ("chilblains") and tendonitis ("(both achilles tendons, left elbow"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, abdominal distension, abdominal discomfort, constipation, hypersensitivity, burning sensation, pruritus, dizziness, fatigue, nausea, migraine, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency, pelvic pain, cardiovascular disorder, chillblains or tendonitis. The reporter commented: period of occurrence: over a number of years patient¿s current status: increase in symptoms since (B)(6) 2023, and significant worsening since (B)(6) 2024, especially. Of gastrointestinal problems, allergic reactions, joint pain and tendinitis. This results in major fatigue. Batch no: d31450; manufacture date: 28-nov-2014; expiration date: 28-nov-2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.